Event description:
Infusion of heparin 25,000 units in 250cc normal saline hung at 1:00pm to run at 20cc/hr. 250cc infused over 5.5 hours rather than 12.5. Heparin held for several hrs. Pump tested by biomedical engineering and found to be intermittently overfusing.